Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the blister and possible pocket erosion issue. Reportedly, the blister was found below on the side of the ICD pocket and a whitish part of the patient's system was poking out. The patient was checked by two different cardiology office and there were no signs of infection. No additional adverse patient effects were reported. The ICD remains in service.